Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Troubleshooting for high blood glucose reading was not performed. Current blood glucose reading was 226 mg/dl. Customer also reported under-delivery issue. Customer treated their high blood glucose reading with insulin pump and shot. After a treatment, customer blood glucose reading decreased. The insulin pump passed displacement test. Customer will contact their healthcare provider about their high blood glucose reading. After troubleshooting, the insulin pump was working normal. Insulin pump will not be returning for analysis.